Event description:
It was reported that this right atrial (ra) lead exhibited low p wave amplitude and low impedance measurements. Subsequently, a revision procedure was performed and this ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).